Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties occurred. The 90% stenosed lesion being treated was located in the calcified, average tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm non-bsc balloon, three inflations to 10atm. The physician implanted the 3.00x20mm taxus express2 drug eluting stent, inflated to 12atm. When the physician attempted to withdraw the stent delivery balloon it was unable to be deflated. The physician used negative pressure to partially deflate the balloon. This process took 120sec. The 3.00x20mm taxus stent remains implanted. No pt complications were reported. Pt status reported as "good".